Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# unknown, explanted: product typ catheter. (B)(4).

Event description:
It was reported that the patient's catheter was kinked and a revision was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.